Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis revealed insulation abrasions at 7.1 cm from the proximal end and 31.6 cm from the distal end, exposing the proximal coil. The location of the abrasions is consistent with that of friction to the pacemaker can. The two abrasions and subsequent proximal coil exposure would account for the reported noise anomaly.

Event description:
It was reported that noise was observed on the atrial channel. The atrial lead was removed and replaced.